Manufacturer narrative:
Unknown taper medwatch sent to FDA on: 10/29/2015. The reporter of the complaint was asked if the product was available for analysis, as well as for further information on the device serial number and/or catalog. To date, apollo has not received the device or any additional information regarding serial or catalog, thus the connecter type associated with this report cannot be determined. The reporter was asked for additional information regarding the details of the event, including date of implant and patient information. To date, no further information has been received by apollo. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: the patient had the lap-band system implanted, and showed weight loss (141 lbs) and was able to stop taking insulin. The patient had a band slip which didn't recover with conservative deflation and management. Eventually the entire lap-band system was removed.